Event description:
The plaintiff alleges that in or about october 1999, plaintiff began to experience severe and debilitating allergic reactions to the hosp work environment and the medical gloves plaintiff was required to wear and was exposed to. Plaintiff alleges these reactions consisted of severe and prolonged angloedema, hives, occupational asthma, and systemic cell-motivated diseases. Plaintiff further alleges that plaintiff is now, and will be in the future, disabled from working in a hosp environment due to the severe and debilitating allergic reactions to the hosp work environment and the medical gloves plaintiff was required to wear and was exposed to. Finally the plaintiff's spouse, alleges suffering damages consisting of, but not limited to, loss of and/or alienation of affection, loss of consortium, loss of companionship, and mental and emotional stress.